Event description:
It was reported via medwatch, "assessed midline that is leaking at the hub. Flushed midline in right upper extremity with saline and it is leaking at the distal end of the catheter." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.